Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the device was received. H3, h4, h6: device history lot part: 03.010.523, lot: l814084, manufacturing site: bettlach, release to warehouse date: 01 june 2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material (B)(4)was used with correct hardness after procedure and documented in DHR file. H3, h6: investigation summary complaint summary: it was reported that on (B)(6) 2019, during open reduction and internal fixation of right femur, a driving cap tip broke inside the insertion handle during nail insertion. Fragments were generated and were removed easily without additional intervention. There was a surgical delay of thirty (30) minutes. Procedure was successfully completed. There were no patient consequences. Flow: broken. Visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was returned lodged in the insertion handle and is unable to be disassembled. No new issues were identified. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional analysis was not able to be performed as the relevant broken portions were not accessible. Furthermore, no purchase for measurement is noted at the broken site. However, the observed damage was noted to be a significant post manufacture damage condition. Document specification the following documents were reviewed as part of this investigation: connector f/insertion handle: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: the material of the tip s (B)(4) was used which was according to specifications. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause could not be determined based on the provided information it is possible that an off-axis strike on the driving cap contributed to the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/22/2019: updated event description: it was reported that on (B)(6) 2019, during open reduction and internal fixation of right femur, a driving cap tip broke inside the insertion handle during nail insertion. Fragments were generated and were removed easily without additional intervention. There was a surgical delay of thirty (30) minutes. Procedure was successfully completed. There were no patient consequences. Concomitant device: unknown nail (part # unknown, lot # unknown, quantity 1) . Unknown hammer (part # unknown, lot # unknown, quantity 1) . Radiolucent insertion handle frn (part number 03.033.001, lot l785931 , quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation of right femur, a driving cap tip broke inside the insertion handle during nail insertion. Fragments were generated and were removed easily without additional intervention. There was a surgical delay of thirty (30) minutes. The procedure was successfully completed. There were no patient consequences. Concomitant device: nail (part/lot unknown, quantity 1); hammer (part/lot unknown, quantity 1); radiolucent insertion handle frn (part 03.033.001, lot unknown, quantity 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).